Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Event description:
Consumer's partner alleges the consumer fell off of her chair in a car park.